Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced nocturnal hypoglycemia with blood glucose values between 49 and 59 mg/dl while using the ilet, treated episodes with oral carbohydrate such as orange juice or candy, and glucose returned to range within 20 to 30 minutes. Symptoms included sweating and discomfort consistent with hypoglycemia. Outcomes included self-treatment at home without assistance or hospitalization. Investigation included customer care troubleshooting and education regarding algorithm behavior, risks of insulin stacking, and deference to the healthcare professional¿s therapy recommendations. Investigation of this case revealed no report of device malfunction, no adjustable algorithm settings available to the user, and potential contributory factors related to concurrent insulin injections discussed with the healthcare professional. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.